Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. The customer stated that the battery cap was not damaged or corroded. The customer stated that the insulin pump was not dropped nor exposed to moisture. The customer stated that they were using the recommended battery. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer cleaned the battery cap contacts with alcohol wipe then reinserted the battery but the display did not return. The customer was advised to remove the battery for 2 hours. The customer was advised to monitor the blood glucose and revert to back-up plan if needed. The customer was advised to call back if the display would not return. The insulin pump will not be returned for analysis.